Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the resistance and pushwire break was not determined. There was resistance in the middle of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU. The information is confirmed by the physician.

Event description:
Medtronic received a report that all the accessories devices flushed as per instructions for use (IFU), solitaire deployed across the clot as per IFU, and 1 pass was done to remove the clot, but it was of no use as no perfusion after 1 pass and also there was resistance while taking the solitaire 6/40. After 1 pass operator was facing severe resistance and solitaire pusher wire broke inside the catheter. The operator took a solitaire 4/40 and completed the case after few attempts. There was pushwire break/separation. The pushwire was not torqued during the procedure. There was resistance encountered. The pushwire break or separation is in the middle section. All broken segments of the pushwire were removed from the patient. It broke inside the catheter. The stent was removed from the patient. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient is alive with no injury. The patient was undergoing surgery for treatment of ischemic stroke in the middle cerebral artery (mca). It was noted the patient's vessel tortuosity was severe. Stroke onset to reperfusion time was 6 hours. Modified rankin scale (mrs) score baseline was 4; mrs procedure as per protocol. Baseline national institutes of health stroke scale (nihss) score 12, post procedure 6. Tici baseline score 1, post procedure score 3. IV tissue plasminogen activator (tpa) was not contraindicated. There were two passes with the device. Ancillary devices include a neuron max sheath, headway 21 microcatheter, traxcess guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.